Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. (B)(4). The device will not be returned for evaluation, the device was presumed discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience sierra device is filed under a separate medwatch report number. Attached article titled ¿case series of iatrogenic coronary stent avulsion: a rare complication with varied management strategies.¿ (case 1).

Event description:
It was reported that the patient presented with non-st-elevation acute coronary syndrome (nsteacs). Percutaneous coronary intervention (pci) using optical coherence tomography (oct) revealed that a previously implanted stent in the proximal circumflex (cx) artery was severely restenosed. The lesion was wired with a versaturn guide wire. After lesion preparation with a scoring balloon, a 3.0x23mm xience sierra stent was implanted without difficulty, overlapping the previously implanted stent; however, the wire became entrapped in the stent. Attempts were made to free the wire, but were unsuccessful. Forceful retraction of the wire resulted in the wire separating into two pieces and the stent being stretched, deformed and possibly moved from the original site of implant, but remains in the lesion. The separated portion of the wire was able to be snared and removed. Another xience sierra stent was implanted. Two additional xience sierra stents were implanted and the stent post dilated, fully expanding the stretched stent to fully appose the vessel wall. The patient was discharged on dual antiplatelet therapy. The patient was followed for 24 months with no recurrence of symptoms. Details are listed in the attached article titled ¿case series of iatrogenic coronary stent avulsion: a rare complication with varied management strategies.¿ (case 1) please see article for additional information.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) hi-torque guide wire, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the reported IFU violation of force used to retract the guide wire does appear to have caused or contributed to the reported difficulties. The investigation determined the reported difficulties and the subsequent treatment appear to be related to the user error. In this case, it is likely that during advancement the wire became entrapped with the previously implanted stent. Force was applied while attempting to remove the guidewire, causing the reported device damaged by another device, and guide wire separation. The separated portion of the wire was able to be snared and removed. The reported treatment of unexpected medical intervention/additional therapy non-surgical treatment and removal of foreign body appear to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.